Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-16548. During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. Oversensing was also noted on the right atrial (ra) lead. The rv and the ra leads were explanted and replaced to resolve the event. The patient was stable with no consequences.